Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezk0592 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016- it was reported per (B)(4) that on (B)(6) 2016, after the implantation procedure of the device, the patient complained of respiratory difficulty. On (B)(6) 2016, the patient expired due to pulmonary embolism. Update 3/9/16 - no abnormality in the patient's status nor the product was observed during the placement procedure. On the day of the procedure the patient complained of respiratory difficulty and the patient was intubated. The patient died two days after the placement. The cause of death was diagnosed as air embolism.